Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient was involved in a motor vehicle accident and the l4 lead migrated. As a result, surgical intervention took place on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.